Event description:
(B)(4). Same case as 2134265-2009-05303 and 2134265-2009-05400. The patient was enrolled in (B)(6) 2007. A type ii lesion was identified in the right carotid artery. The target vessel reference diameter was 6.0mm. The lesion length was 13mm and 80% stenosis measured by nascet. The target vessel was moderately tortuous without calcium present. Thrombus, ulceration, dissection and pseudo-aneurysm was not present. A filterwire ex cerebral protection was used during the procedure. A carotid wallstent monorail with a diameter of 9.0mm and the length of 30mm was successfully placed at the intended site. Pta was performed with a maverick balloon catheter. Atropine 1.0mg was administered during the procedure. Residual stenosis was estimated at 0-29%. Post-procedure, the subject was asymptomatic. The wallstent was found to be patent with a residual stenosis of 10%. Transient ischemic attack (tia) was observed during the procedure and resolved without residual effects. One month follow up assessment performed in (B)(6) 2007, the patient was asymptomatic with a normal neurological examination. The stent was patent with a 15% residual stenosis. Six month follow up assessment in (B)(6) 2007 and 12 month follow up assessment; in (B)(6) 2008, the patient was asymptomatic with normal neurological evaluations and continued patency of the wallstent.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable the root cause will be coded as anticipated procedural complication.(B)(4): product unavailable for analysis.